Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc was given permission to remotely connect to the instrument. The ccc gathered the patient results and quality control (qc) data. A review of the qc data shows that it was in range. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Qc was found to be in range and did not suggest an instrument problem. A review of the samples immediately prior to and after processing of the discordant samples, recovered within the expected results. The discordant samples were processed in close proximity to each other, between 14:35 and 15:00 on (B)(6) 2016. The sodium (na) and chloride (cl) results were different, by a similar percentage, and is an indicator that integrated multisensor technology (imt) dilution of the samples were impacted. The hsc's review of the 14 day process error log (date range: (B)(6) 2016) indicates a total of 124 errors associated with aliquoting. Errors included: 102 bad sample detect, 9 clog detect, 2 insufficient sample in tube, 3 sample aspiration-irregular and 8 sample aspiration-short sample. No errors were observed during the time of the two samples with discordant results, however, the high frequency of aliquot errors is indicative of poor pre-analytical sample quality as a contributing factor. Hsc stated it is unknown and cannot be determined if micro clots formed in the aliquot after aspiration of the aliquot by the aliquot probe or if the sample quality had not impacted the aspiration of the sample from the tube enough to trigger an error. Hsc concludes the cause of this issue is sample specific due to poor sample quality and the presence of gel, fibrin, micro clots and/or cellular material that impacted the proper sampling. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse requested the customer to reload and to recalibrate the reagents. No further issues were reported after this action. The cause of the discordant sodium, potassium and calcium results is sample specific. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista instrument. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and calcium results.